Manufacturer narrative:
The pod was received fully deployed. The exposed portion of the soft cannula was observed to be torn. A leak was observed in the fluid path due to this tear. The timing and cause of this damage is unknown. The pod data indicated there was no struggle to deliver insulin. It could not be determined if the observed cannula damage contributed to the reported failure to deliver insulin. No damages or deficiencies were observed that could have contributed to the reported skin condition irritation site at the infusion site. The cause of the reported skin condition irritation site at the infusion site could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.6 hardware: iphone17.5. Cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. Treatment information was not provided. It was also reported that the site was red.